Manufacturer narrative:
(B)(6). Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a review of service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved instrument maintenance and instruction to the customer on performing daily maintenance properly. A review of the analyzer service history was performed and no contributing factor to the current event was found. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.

Event description:
The customer observed a false reactive result while using the architect total b-hcg reagent on the architect i2000sr analyzer. The customer provided the following results (iu/l): on (B)(6) 2016: initial 1900 (positive), retested <1.2 (negative). There was no impact to patient management reported.